Manufacturer narrative:
Initial.

Event description:
It was reported that during a follow-up call the user discovered the infusion set tubing was kinked due to its position on the body, resulting in an obstruction of flow with no occlusion alerts, and the issue resolved after changing the infusion set; the affected product was an infusion set and replacement supplies were provided along with troubleshooting and education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.